Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the screwdriver broke during the operation. There wasn¿t any impact on the procedure, the operation was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the investigation has shown that the tip of the returned screwdriver is indeed completely broken off as complained; the sleeve, outer part and thread-shaft, inner part were not returned though. The broken surface is homogenous which indicates material conformity to the specification as well. Based on these findings it is likely that the cause of failure is not due to any manufacturing non-conformances and it is likely, that far too much mechanical force had been applied during removal (torsional stress) and has led to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.